Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received pump error 38. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer = black customer returned the device for alleged no motor movement or negligible movement. Retries to free a stuck motor failed. Alarm found on august 04, 2022. The device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The device history and trace files were successfully downloaded using thus. There were no motor movement or negligible movement. Retries to free a stuck motor failed alarms noted during testing. A review of the downloaded history files reveals on august 04, 2022 (19:29 and 20:10) there were two (2) no motor movement or negligible movement. Retries to free a stuck motor failed alarms that occurred. The device was cut open for a visual inspection. No evidence of physical damage or moisture damage on the electronic assembly (electrical board), the motor, or the force sensor. The motor was tested outside of the device on the ngp stb3 and passed. The no motor movement or negligible movement. Retries to free a stuck motor failed alarms located in the history files may have been an intermittent failure that was not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. No motor movement or negligible movement. Retries to free a stuck motor failed alarm complaint is not confirmed. There were no no motor movement or negligible movement. Retries to free a stuck motor failed alarms noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.